Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. This complaint is being reported based on the event of bronchospasm requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm requiring the hospitalization to be prolonged. On (B)(6) 2015, the patient was discharged from the hospital and the event was considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015 pre-bronchodilator fev1: 2.85 fev1 % predicted: 69.00 fvc: 4.63 fvc % predicted: 92.00

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) registry clinical study. This complaint is being reported based on the event of bronchospasm requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm requiring the hospitalization to be prolonged. On (B)(6) 2015 the patient was discharged from the hospital and the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015: (B)(6). **additional information received on 15nov2016** the patient's bronchospasm was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. A chest x-ray was performed, showing poorly defined consolidation at the base of the right lung, consistent with mucus plugs, which the patient expelled by coughing. **additional information received on 02mar2017** ae term updated from bronchospasm to upper respiratory tract infection (urti). The patient's upper respiratory tract infection (urti) was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. Chest x-ray was performed, showing poorly defined consolidation at the base of right lung, consistent with mucus plugs, which the patient expelled by coughing. **correction and clarification of event as of 09jan2018** on (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm and upper respiratory tract infection (urti) requiring the hospitalization to be prolonged. The patient was treated with steroids and bronchodilator therapy and kept in the hospital for observation. Chest x-ray was performed, showing poorly defined consolidation at the base of right lung, consistent with mucus plugs, which the patient expelled by coughing. On (B)(6) 2015 the patient was discharged from the hospital and the events were resolved.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of bronchospasm requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm requiring the hospitalization to be prolonged. On (B)(6) 2015 the patient was discharged from the hospital and the event was considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator fev1: 2.85, fev1 % predicted: 69.00, fvc: 4.63, fvc % predicted: 92.00. Additional information received on 15nov2016. The patient's bronchospasm was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. A chest x-ray was performed, showing poorly defined consolidation at the base of the right lung, consistent with mucus plugs, which the patient expelled by coughing. Additional information received on 02mar2017. Ae term updated from bronchospasm to upper respiratory tract infection (urti). The patient's upper respiratory tract infection (urti) was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. Chest x-ray was performed, showing poorly defined consolidation at the base of right lung, consistent with mucus plugs, which the patient expelled by coughing. Correction and clarification of event as of (B)(6) 2018. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm and upper respiratory tract infection (urti) requiring the hospitalization to be prolonged. The patient was treated with steroids and bronchodilator therapy and kept in the hospital for observation. Chest x-ray was performed, showing poorly defined consolidation at the base of right lung, consistent with mucus plugs, which the patient expelled by coughing. On (B)(6) 2015 the patient was discharged from the hospital and the events were resolved. Correction and clarification of event as of (B)(6) 2018. According to the complainant, the event of bronchospasm is not related to the bt procedure and was reported as related in error.

Manufacturer narrative:
Additional information - description of event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of (B)(6). This complaint is being reported based on the event of bronchospasm requiring prolonged hospitalization. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm requiring the hospitalization to be prolonged. On (B)(6) 2015 the patient was discharged from the hospital and the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.85, fev1 % predicted: 69.00, fvc: 4.63, fvc % predicted: 92.00. **additional information received on 15nov2016** the patient's bronchospasm was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. A chest x-ray was performed, showing poorly defined consolidation at the base of the right lung, consistent with mucus plugs, which the patient expelled by coughing. **additional information received on 02mar2017** ae term updated from bronchospasm to upper respiratory tract infection (urti). The patient's upper respiratory tract infection (urti) was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. Chest x-ray was performed, showing poorly defined consolidation at the base of right lung, consistent with mucus plugs, which the patient expelled by coughing.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of bronchospasm requiring prolonged hospitalization. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. According to the complainant, while hospitalized for observation following the procedure, the patient experienced bronchospasm requiring the hospitalization to be prolonged. On (B)(6) 2015, the patient was discharged from the hospital and the event was considered to be resolved. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator. Fev1: 2.85. Fev1 % predicted: 69.00. Fvc: 4.63. Fvc % predicted: 92.00. Additional information received on 15nov2016. The patient's bronchospasm was treated with steroids and bronchodilator therapy and the patient was kept in the hospital for observation. A chest x-ray was performed, showing poorly defined consolidation at the base of the right lung, consistent with mucus plugs, which the patient expelled by coughing.